Manufacturer narrative:
Product evaluation details: the product evaluation has been completed. The device was inspected and reddish residues were observed inside the clear pebax, no internal parts were exposed. Then, electrical test was performed and the catheter failed, no electrical readings were observed on electrode # 2. A failure analysis was performed and the catheter was dissected on the tip area, the electrical wire was found broken causing the improper electrical signal. Additionally, a scanning electron microscope (sem) testing was performed on the pebax area and the results showed evidence of mechanical damage, stress marks, scratches and a hole on the surface of the pebax. It is possible that the damage was generated with an unknown object. No other anomalies were observed. The device history record (DHR) was reviewed and no anomalies were found related to this complaint. In addition, the DHR review verifies that the device was manufactured in accordance with documented specification and procedures. During the manufacturing process, inspections and functional tests are in place to prevent this type of failure from leaving the facility. The customer complaint was confirmed. The root cause of the electrical wire breakage cannot be determined. The root cause of the pebax "damaged" cannot be determined since there is evidence that the device was manufactured in accordance with documented specification and procedures. Manufacturer¿s ref # (B)(4).

Event description:
It was reported that a patient underwent a procedure with a thermocool® smart touch¿ bi-directional navigation catheter and a no signals issue occurred. The issue was resolved after changing the catheter. No patient consequences were reported. The issue of ¿no signals¿ is not reportable since the potential risk that it could cause or contribute to aor death is remote. The biosense webster inc's failure analysis lab (fal) received the catheter for evaluation. A scanning electron microscope (sem) analysis identified evidence of mechanical damage, stress marks, scratches and a hole on the surface of the pebax. It is possible that the damage was generated with an unknown object; however, no other anomalies were observed. These findings which include the ¿hole in the pebax¿ have been assessed as MDR reportable malfunctions. This event was originally considered non-reportable, however, bwi became aware of a reportable malfunction on (B)(4) 2018.